Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. It was further described as leaking at the connection to the solution bag port. This occurred during dwell 4 of 4 of peritoneal dialysis therapy. The patient was connected at the time of the event. There was no defect noted with the cassette. Renal therapy services assisted with ending therapy and supply removal. There was no patient injury or medical intervention associated with this event. No additional information is available.